Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were flow issues through two unspecified baxter access sets which resulted in an underinfusion of medication during infusion. There were issues with the patient¿s supplies described as the ¿the infusion was not working¿. They stated the ¿duo-vent and dial-a-flo¿ were working initially but when they moved to the 3rd step of 60ml/hour and they stopped working. The lines and IV catheter were flushed and were able to get movement through everything separately but there was no flow when the sets were used together. They tried to remove the ¿dial-o-flo¿ and perform the infusion by counting drop in the drip chamber, but the same flow issues continued. Less than the expected volume of medication was delivered to the patient during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.